Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2148, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Additional information received on 19-nov-2015. The consumer reported that instantly after implant she started feeling very ill, and was 5 years on disability as she could not work 10-12 hours a day as she used to do before. She was having many illnesses/ side effects and most days she would cry herself to sleep in pain. Even after hysterectomy her illnesses had not improved. Product technical complaint (ptc) investigation result received on 19-nov-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. This event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, consumer stated she had unspecified illness/side effects during essure therapy in addition to pain. According to her, even after hysterectomy her illness did not improved. This information suggests a negative dechallenge. Nevertheless, since limited information was provided and as it is unclear which symptoms persisted after surgery; a contributory role of essure in consumer's pain cannot be totally rule out. As a hysterectomy was required; this case was considered an incident. Based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. No active follow-up will be pursued (case identified during health authority website monitoring).